Event description:
Upon interrogation of the device involved in this MDR report, the 24h heart rate curve was not available in one of the programmer screen (sensor tab); however, it was available in the main memory screen (aida tab). This was observed on other symphony units by the same physician on the same day: (B) (4), (B) (4), (B) (4).

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Analysis of the patient files provided for the four devices involved in this complaint confirmed the reported event: 24h heart rate curve was not available in sensor tab, whereas it was normally displayed in aida tab. This event results from an anomaly in the programmer software. The conditions to encounter this anomaly are to have the 24h heart rate curve dated from the 30th day of the month. Therefore, it will occur for a device interrogation performed the first day of the month, in case last day of previous month was the 30th. There is no patient safety issue associated with this anomaly, therefore, the correction is not considered as an urgent matter.